Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working and her blood glucose was 580 mg/dl. Customer stated she was feeling ill, was nauseas, blurry vision, and slow thought. Troubleshooting was performed and customer declined to check for the presence of air bubbles or leaks. Customer stated she had the site in for four days longer then recommended. Customer removed the cannula and it wasn't bent. Setting and programing of the device was correct, and insulin was clear. Customer was unable to perform high pressure test as he didn't have the tubing clamp. The device had alarmed low reservoir but no delivery alarms were noted. A fixed prime was performed and insulin did exit. Customer was advised to call back when she received the tubing clamp to perform the high pressure test. The device is not returning for analysis.